Event description:
It was reported that the patient was referred for vns explant due to discomfort caused by the vns. The patient's vns has been off for 1.5 years. Diagnostics were normal. Attempts have been made for additional information. No additional information has been received to date. No known surgical intervention has occurred to date.